Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to neurological dysfunction. The patient had an intracranial bleed in the back of their head and had been experiencing neuropathy for more than 24 hours, along with aphasia. A computed tomography (CT) scan was taken. The patient had experienced a stroke, and they had been on warfarin and aspirin at the time of the event. The patient's international normalized ratio (inr) was around 2.3 at the time of the event, which was within appropriate values. Due to the patient's normal inr it was thought to be reasonable that the event was associated with the device. The patient was treated with medicine, other than heparin, to control clotting, and also thrombolytic and anti-seizure drugs. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had experienced a hemorrhagic stroke. They had symptoms of aphasia, and were treated with kcentra and fresh frozen plasma. The patient's systolic blood pressure was controlled to not exceed 90.